Event description:
As reported via the (B)(4) study, a patient underwent coronary artery bypass surgery (CABG) approximately one year after the index procedure. The indication for the bypass was angina. There was 50% ostial stenosis in the proximal rca that was treated svg to rca. There was also stenosis of the lad that was treated with lima to lad. There was also 55 to 60% ostial left main, but no treatment was reported. It was reported that the event was possibly related to the study stent in the rca. It was reported that the patient was doing fine following the procedure. At the time of the index procedure, angiography revealed lesions in the proximal right coronary artery (rca) and the proximal 2nd obtuse marginal. The proximal rca had 70% stenosis and was 16mm in length, and de novo. The reference vessel was 3.5mm in diameter. The lesion was pre-dilated with the 2.5 x 15mm balloon at 14atm and a 3.0 x 18mm cypher rx was implanted at 16atm. The stent was post-dilated per standard procedure with a 3.5 x 15mm balloon at 18atm. The proximal 2nd obtuse marginal had 99% stenosis and was 15mm in length, de novo, and classification c with timi 3 flow. The reference vessel was 2.25mm in diameter. The lesion was pre-dilated with a 2.25 x 15mm balloon at 14atm and a 2.25 x 18mm cypher rx stent was implanted at 10atm. The stent was post-dilated with a 2.25 x 12mm balloon at 18atm per standard procedure. Pre-procedure cardiac enzymes were within normal limits, but 16 to 24 hours post procedure troponin I level was 0.87 (uln 0.50). There were no post-procedure adverse events reported and the patient was discharged the day after the index procedure.

Manufacturer narrative:
The complaint received states that after the index procedure the patient had elevated cardiac enzymes and approximately one year post index procedure had coronary restenosis. This is a (B)(6) female patient with medical history including angina, previous pci with balloon angioplasty of target vessel (B)(6) 1997, family history of coronary artery disease, unstable angina pectoris, hyperlipidemia, hypertension and lvef 40 to 50%. At the time of the index procedure ((B)(6) 2010), angiography revealed lesions in the proximal right coronary artery (rca) and the proximal 2nd obtuse marginal. The proximal rca had 70% stenosis and was 16mm in length, de novo, and classification %1. The reference vessel was 3.5mm in diameter. The lesion was pre-dilated with the 2.5 x 15mm balloon at 14atm and a 3.0 x 18mm cypher rx was implanted at 16atm. The stent was post-dilated per standard procedure with a 3.5 x 15mm balloon at 18atm. The proximal 2nd obtuse marginal had 99% stenosis and was 15mm in length, de novo, and classification c with timi 3 flow. The reference vessel was 2.25mm in diameter. The lesion was pre-dilated with a 2.25 x 15mm balloon at 14atm and a 2.25 x 18mm cypher rx stent was implanted at 10atm. The stent was post-dilated with a 2.25 x 12mm balloon at 18atm per standard procedure. Pre-procedure cardiac enzymes were within normal limits, but 16 to 24 hours post procedure troponin I level was 0.87 (uln 0.50). There were no post-procedure adverse events reported and the patient was discharged the day after the index procedure. Approximately one year post index procedure, the patient presented with angina. Angiography revealed there was 50% ostial stenosis in the proximal rca that was treated svg to rca. There was also stenosis of the lad that was treated with lima to lad. There was also 55 to 60% ostial left main, but no treatment was reported. It was reported that the event was possibly related to the study stent in the rca. It was reported that the patient was doing fine following the procedure. The study stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Elevated cardiac enzymes are a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and hyperlipidemia.